Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead had dislodged and as a result exhibited high pacing thresholds and loss of capture. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.